Event description:
It was reported that the product was applied following plastic surgery. Some minor wound breakdown with " something eating the skin" occurring at an unspecified time following surgery. The pt had local debridement and antibiotics were prescribed. No cultures were taken. The attending catagorized the event as an infection based on other reports by the attending and their concern relating to two other reports of cultur positive pseudomonas. Current condition of the pt is unk.